Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during meshing of the allograft skin the device had metal shavings or a ratchet issue. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device had metal shavings during meshing or a ratchet issue. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4)and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was (B)(6), 2017 where it was reported that the device was producing an incomplete mesh on thin skin and the worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher by on (B)(6), 2017 revealed that the roller gear was stuck and wouldn't rotate. The roller, comb, and roller gear were damaged on the device. There were no metal shavings seen during testing. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. The cutters had their worn bushings and gears replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the roller, damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection no metal shavings seen during testing; however the ratchet required repair. The cause of the ratchet issue and metal shavings cannot be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, damaged comb, gears, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.